Event description:
Discordant calcium (ca) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The samples were then repeated on an alternate dimension vista instrument, resulting as expected. The results obtained on the alternate dimension vista instrument were reported as the corrected results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ca results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that sample probe 1 was worn out, and he replaced it. The cse replaced the reagent preparation probe, cleaned all drains and ran an align test for the sample probe. The cse ran a quick check, which passed. Quality controls were run, resulting within range. The cause of the discordant calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.